Event description:
Patient (user) experienced a urinary tract infection (uti). He reported his doctor said utis were common among patients who catheterize. He was prescribed a 10-day course of antibiotics. The culture and sensitivity lab results came after initial antibiotic prescription. He had to take a second round of antibiotics based on lab results. The patient stated infection symptoms have cleared.